Event description:
The event occurred in china. It was reported that the error message ¿rom error¿ occurred on the rotaflow console during start up. No patient was involved. No harm to any person has been reported. The reported ¿rom error¿ could lead to a pump stop during use therefore a report is required. (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿rom error¿ occurred on the rotaflow console during start up. No patient was involved. No harm to any person has been reported. According to the ssu (sales and service unit) dated on (B)(6) 2025 the customer confirmed not to order any repair. Based on these investigation results the reported failure could be confirmed. The failure mode "rom error" can be linked to the following most possible root causes according to our risk management file. Malfunction of the microcomputer system: 1. Internal cpu failure 2. Failure on other device parts (rotary knob, display, etc) 3. Failure of internal components (adc, etc.). A review of non-conformities was performed on 2025-05-15 and during the time from 2021-03-03 to 2025-05-14 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2021-03-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿rom error¿ occurred on the rotaflow console during start up. No patient was involved. No harm to any person has been reported. The reported ¿rom error¿ could lead to a pump stop during use therefore, a report is required. Following the submission of the final medical device reporting (MDR), additional information was received which altered the investigation findings. On 2025-08-29, the device was repaired by the getinge service technician and the service order was uploaded. No further information has been adjusted in the investigation results. Therefore, this new final report is provided to clarify the matter and to communicate the revised results below: the affected rotaflow console with s/n (B)(6) was investigated by a getinge service technician. The technician was able to confirm the reported failure. The rf (rotaflow) control board pcba (printed circuit board assembly) kit (material#701034051) has been replaced. After the replacement the device is working as intended. The reported failure "rom error" was already investigated by the getinge life cycle engineering and determined the root cause as a defective flash memory (ic8) on the control board. The most probable root cause of this defect is a statistical failure or a manufacturing defect that worsened over time and caused a sporadic error in data retrieval. Based on these investigation results the reported failure "error rom" could be confirmed. A review of non-conformities was performed on 2025-05-15 and during the time from 2021-03-03 to 2025-05-14 there are no non-conformities in regard to the reported product and failure.there is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2021-03-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).